Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a system explant procedure on (B)(6) 2020 (manufacturer reference number: 1627487-2020-22968), while attempting to explant the lead, some of the contacts came off the lead and may be remains in the patient.